Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced pain and magnet demagnetization following an MRI. Subsequently, the patient underwent a revision surgery to replace the magnet (date not reported).